Event description:
The customer called for help with his new meter. While troubleshooting, he performed control tests and received a result of "lo." The normal control range was 115-166 mg/dl. The customer did not allege any adverse events. He did not have any test strips left after troubleshooting, so no product will be returned.